Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2009 and a sling and ams intepro were implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that mesh was implanted due to pelvic organ prolapse and stress urinary incontinence. Following implantation the patient experienced pain, infection, bleeding, dyspareunia, discharge and vaginal scarring. It was reported that patient underwent mesh removal on (B)(6) 2012 due to constant pain, discharge and chronic infection. No additional information was provided. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that the patient underwent mesh removal on (B)(6) 2013 due to cystocele, severe rectocele and exposed mesh. (B)(4).